Event description:
(B)(4). Terrible bleeding after the procedure, pcos like symptoms, auto immune like symptoms, hands and feet numb andamp; tingly and turn blue, extreme overwhelming exhaustion, painful sex, coil embedded in uterus.